Manufacturer narrative:
The pump was received with a frozen display on the countdown followed by a constant tone. The problem was isolated to the mother board. Unable to perform the test bg meter communicating to the pump and verify button keypad unresponsive complaint due to the frozen display and constant tone. No damage in the keypad assembly was noted. No unlocked lcd keypad connector during visual inspection noted. The pump was received with a cracked reservoir tube lip, cracked battery tube threads and minor scratches on the lcd window.

Event description:
The customer reported via phone call that the insulin pump had stopped working. The customer stated that they could only see the time, battery, and reservoir. The customer stated there was a black circle. The insulin pump had a frozen display. Troubleshooting was performed. The customer was advised to observe time clock for one minute to verify if time advances. The customer stated that the time just went to 11:55. The customer was in a vehicular accident the night before the incident and the next morning, the insulin pump stopped working. The buttons were not responding. The customer¿s blood glucose level was 154 mg/dl. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.